Event description:
It was reported that the patient underwent a transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the reported right heart failure could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and outflow graft bend relief were not returned. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure as an adverse event which may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure and was implanted with a percutaneous right ventricular assist device (rvad) that did not resolve the heart failure